Event description:
It was reported that when the physician broke the ampule from an arterial kit it did not break properly. He went to snap off the top of the lidocaine ampule and the whole ampule shattered. The physician was not cut or injured. A second ampule was opened from hospital stock and used without incident. There was no delay in treatment, no patient death, and no patient complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.